Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the left ventricle lead was causing extra cardiac stimulation due to dislodgement. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: product not returning.